Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On 03/03/2025 late afternoon, the receiver was showing high readings, but they did not feel any symptoms at the time. They were really worried about why the dexcom kept beeping and showing high readings. So, the patient took an insulin shot based on the cgm readings to check if the receiver's reading would go down, and that is when he started to feel blurry vision and feeling anxious. Since they did not have a finger stick to check his blood glucose levels, he and his wife decided to go to the emergency room (ER). At the hospital, the nurse checked the blood glucose monitoring (bgm), and the patient said it was low, although he could not remember the exact number. He was given dextrose until his bg became 114 mg/dl. At that time, the receiver was still showing high even though the bgm showed 114 mg/dl. The doctor advised that they change the sensor since it was not giving correct readings. Because the patient did not have any other symptoms after a couple of hours, they were sent home that day. At the time of the report, the patient was fine. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to and after feeling symptoms. The reported glucose values fall within the c zone of the parkes error grid at the ER. No additional patient or event information is available.